Event description:
Customer reports to have experienced keypad anomaly. Customer reports that numbers scrolled up when attempted to enter carbs. Thereafter, customer reports to have received a button error alarm. Customer's blood glucose was 157 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces no button error alarms were noted. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners, reservoir tube and battery tube threads, minor scratched lcd window and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.